Event description:
On 10/23/2023, the patient reported severe swelling in the penis that began four weeks prior. The patient elected to have the implant removed.

Manufacturer narrative:
Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: "temporary reactions, swelling and/or erythema" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. On 10/23/2023, when the patient first reported the event, he endorsed participating in mma/kick-boxing event as a competitor, where he was continuously hit in the penile area, and engaging in sexual activity the day before the alleged swelling occurred. The patient then presented to the office on (B)(6) 2023, and despite advice to maintain the implant by the physician, the patient elected to have the implant removed due to his active lifestyle. The patient stated that he did not have any issues with the implant. The root cause is traced to the user, as he participated in activities that directly led to the reported event. The explantation was user preference, and as the patient stated, not due to any issues with the implant.